Event description:
The initial reporter stated that they received discrepant results for six patient samples tested with the elecsys troponin t hs assay ver. 2.1. The first three samples were tested using cobas 8000 e 801 module serial number (B)(4) and samples 4-6 were tested using e 801 analyzer serial number (B)(4). Results measured with the regular application of the assay (tnt) did not compare to results obtained with the stat application of the assay (tnt stat). No incorrect results were reported outside of the laboratory.

Manufacturer narrative:
Further investigations of the patient samples showed that general interfering factors for elecsys assays could be excluded because results for other elecsys assays were not affected. An influence from sars cov2 (infection or vaccination) can be rejected. There was no evidence of an interference with heparin. Further clarification of the difference between troponin t applications was not possible due to lack of sample volume. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The evaluation result code has been updated.

Manufacturer narrative:
General information from manufacturer: this is a customer site in the netherlands. Roche has been working with this customer site to understand the root cause of the issue and to identify a solution. Field service has been to the customer site and no problem has been identified with the instruments. The customer is currently running double determinations and sends samples to roche for investigation where the results do not match. By running the double determinations, the risk to the patient is minimized. This customer has a community of sites and only this one site is experiencing this type of issue. There are no additional sites experiencing this type of issue. FDA request: please provide details of roche's investigations summary and results, including any hardware issues or instrument maintenance issues evaluation and conclusion. Manufacturer response: field service has been to the site and has not identified an instrument issue. Also, the results were reproducible with roche controlled instruments and different reagent lots indicating no issue with the instrument and no general reagent issue. The customer is currently running double determinations, reducing the risk to the patient. Samples are being sent to roche for further investigation. The investigation has identified pre-analytic issues and additionally high molecular weight interferences for example with igg and igm. Product labeling states, "for assays using antibodies, the possibility exists for interference by heterophile antibodies in the patient¿s sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures using immunoglobulin or immunoglobulin fragments may produce antibodies, e.g. Hama, that interfere with immunoassays. Carefully evaluate the results of patients suspected of having these antibodies." There is no identified correlation to the patient medications or to the patient conditions. FDA request: please provide a description of how the customer resolved their discrepant issues and confirmation of whether they (the customer) are still running both troponin assays in their lab. Manufacturer response: as stated above, the customer is currently utilizing double determinations, minimizing the risk to patients. The customer is providing samples to roche for investigation. For new cases, both plasma and serum have been requested to assist with the investigation. There have been both pre-analytical issues and high molecular weight interferences identified. The customer will start to aliquot all samples to improve sample quality to minimize the preanalytical issues identified.

Manufacturer narrative:
The patient samples were provided for investigation and the customer's results could be reproduced. The samples were tested with the troponin t gen. 6 and troponin t gen. 6 stat applications. Results measured with the troponin t gen. 6 application were lower than results measured with the troponin t gen. 6 stat application. The quality of the samples was not good. The investigation is ongoing.

Manufacturer narrative:
The reporter stated they received discrepant troponin t results for 5 additional patient samples (samples 7-11) tested using reagent lot 530951. Refer to the attachment for all patient data. Sample ID "(B)(6)" was tested on e 801 serial number (B)(6) and sample ID (B)(6)was tested on an unknown roche elecsys analyzer.